Manufacturer narrative:
Batch reviews performed on 02 september 2021: lot 187984: (B)(4) items manufactured and released on 8-jan-2019. Expiration date: 2023-12-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
1 year and 10 months after the primary surgery the patient came in reporting instability and the cause of the instability is unknown. The surgeon upsized the poly to give the patient more stability and the surgery was completed successfully.